Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User received direct bilirubin results that were higher than total bilirubin for 8 patient samples. User said the problem started when they loaded a new d.bil reagent pack # (same lot) on the analyzer and calibrated. User said her controls recovered within range. Further investigation by the roche technical support specialist revealed the customer was using cfas calibrator that had been reconstituted and stored 4 days refrigerated and was out of stability as documented in product labeling. The customer was instructed to prepare fresh cfas calibrator and recalibrate the assay. Customer did as instructed and the next day repeated the patient samples which then gave lower direct bilirubin results than total bilirubin as expected, and discrepant from the initial results. 8 patient examples were provided. Only 1 patient sample was discrepant. Initial result gave 1.03; repeat gave 0.11 mg/dl. User said the repeat results were reported, no adverse reactions occurred. Direct bilirubin reagent lot number, 61665501. The field service representative could not find a cause. He performed instrument checks which passed and ran a precision study which was within specification. Calibration and controls were run which were acceptable. The cfas calibrator used by the customer which was out side stability claims as documented in product labeling was most likely the cause of the issue.